Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown mentor saline prostheses experienced several unexplained systemic symptoms post procedure. The patient stated this began to occur within a year of implant. Difficulty breathing, pain, weight gain, illness requiring antibiotic treatment, anxiety, depression treated with an unspecified medication, headaches, and fatigue were all noted. The patient indicated that her left breast was causing her more pain than other areas. The patient stated difficulty functioning in her daily life. Unspecified prescriptions, inhalers, cardiac heart monitors, stress tests, mammograms, and ultrasounds were the diagnostic tools and treatments used. The patient had the implants removed with capsulotomy in (B)(6) 2019 and stated that her symptoms have since improved. The pain, difficulty breathing, anxiety, and depression were all stated to have dissipated. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2020-00617 for contralateral prosthesis report.